Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported "the programmable valve couldn't get programmed anymore". The hakim valve (B)(4) was implanted on (B)(6), 2009 and explanted (B)(6), 2022; replaced with another hakim valve. No patient symptoms reported dur to valve programming issue.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot cjgdhv, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defect was noted. The valve was tested for programming: the valve failed the test. The silicone was cut just after the valve casing and the cam mechanism was gently moved and the valve was retested for programming; the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam and the base plate. The valve passed the tests for occlusion, leaks, reflux and magnets. Therefore, the complaint is confirmed. Root cause - the root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve, at the time of investigation biological debris was noted.